Event description:
During a coronary drug eluting stenting treatment procedure, there were some difficulties in crossing the lesion and stent damage occurred. The target vessel was calcified and mildly tortuous. A taxus express2 2.75 x 20 mm drug eluting stent was attempted to be implanted but it was unable to reach the lesion. After withdrawing the device it was noted there was a deformation at the beginning of the stent. Further information regarding this event has been requested.

Event description:
Additional info reports the target lesion was in the circumflex artery which was 70% stenotic. Ivus was not used for this procedure. The pt outcome was reported as having a good result.